Event description:
Shaver tip came off during surgery.======================manufacturer response for arthroscopic shaver 4.0 mm shaver, (brand not provided) (per site reporter).======================left three messages and have not heard back from them.